Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that high out of range impedance measurements were observed on the right ventricular (rv) lead. A loose setscrew was discovered and a revision procedure was performed were the setscrew was tightened and during the procedure, slack was added to the rv and right atrial (ra) lead's. Normal rv impedance measurements were observed post revision procedure. No additional adverse patient effects were reported.